Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels at night (300-400s mg/dl). Boluses via the pump and insulin injections were administered to address the bg level. The cause of the high bg was not known. As the event was not occurring at the time of the report, tandem technical support advised the contact to discuss the high bg events with a healthcare provider.